Event description:
Event description guidant received information that an external shock of 200 joules was delivered at the same time an external shock of 20 joules was delivered with a second external defibrillator. These shocks were delivered during the implant procedure of this implantable cardioverter defibrillator (ICD), and were due to miscommunication between the technicians in the operating room.. These shocks, occurring in such close proximity of each other, resulted in asystole, requiring cardiopulmonary resuscitation (CPR). The administered CPR was successful, and the patient has suffered no ill-affects. During CPR, this device was contaminated, and was therefore not used. A similar ICD was implanted without reported complication.